Event description:
The device was implanted on 8/29/96, for infusion of fudr via the hepatic artery for treatment of cancer. On 3/21/97, the MFR *fr) received the following response to a device tracking polling letter from the pt: "it (the device) was removed 8/29/96, due to severe pain." No further details were provided at this time.